Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritoneal dialysis catheter infection and peritonitis. It was unknown if the pd catheter infection occurred before or after the peritonitis. The patient could not provide the cause of the infection. The patient was hospitalized for the events and discharged 4 days later. Treatment rendered for the events included oral diflucan 200 milligram, 1 tablet daily and 2 tablets to be taken on hemodialysis days for thirty days. During hospitalization, the patient's pd catheter was removed and the patient was switched to hemodialysis. The patient was not retrained on a proper aseptic technique.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12j15038 with no issues noted during the manufacturing process. There were no deviations from standard procedure.